Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer stated that he wants a written capture of all alarm events from room 1015 on (B)(6) 2015 from 13:00 to 14:00. The customer will not give any information as to what happened or why they wanted the logs gathered.